Event description:
It was reported that after the iab was inserted into the pt and pumping began, the pump registered system error 3 alarms. The pump could not be exchanged since the hosp had only one other pump and it was in use on another pt. The situation could not be resolved and the pt subsequently expired.